Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) high out of range pacing impedance measurements greater than 3000 ohms. All other parameters were found to be in range. X-ray imaging and a patient follow up were recommended to discuss further actions. Reprogramming has not been performed. The device remains in service and no adverse patient effects were reported. At this time, no further information is available. Additional information was received. This patient and device will be monitored, and no adverse patient effects have been reported. The cause of the reported high impedance measurements has not been determined. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) high out of range pacing impedance measurements greater than 3000 ohms. All other parameters were found to be in range. X-ray imaging and a patient follow up were recommended to discuss further actions. Reprogramming has not been performed. The device remains in service and no adverse patient effects were reported. At this time, no further information is available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) high out of range pacing impedance measurements greater than 3000 ohms. All other parameters were found to be in range. X-ray imaging and a patient follow up were recommended to discuss further actions. Reprogramming has not been performed. The device remains in service and no adverse patient effects were reported. At this time, no further information is available.